Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a replace battery now alarm less than 10 hours from receiving a low battery alert. The customer¿s blood glucose is 232 mg/dl. This is the second occurrence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. No unexpected low battery alerts or replace battery now alarms during testing or in the insulin pump trace download. Unit passed displacement test, sleep current measurement, active current measurement and self-test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.